Manufacturer narrative:
The recipient is reportedly experiencing swelling following use of the non-allergenic double-sided tape. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section h.6 the recipient reportedly does not have an infection. However, the device has migrated which has caused discomfort when wearing the device. An allergy test was administered which revealed a positive reaction. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly prescribed additional antibiotics (type unknown) and prednisone. The recipient reportedly has developed metal allergies. Revision surgery has been scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly developed an infection at the implant site. The recipient was prescribed oral antibiotics (type unknown) and was advised to discontinue device use.

Manufacturer narrative:
The recipient is reportedly using non-allergenic double-sided tape for retention issue and to avoid an allergic reaction. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section b.3, d.6b. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, h.6, d.9. The recipient's device was explanted. The recipient will not be re-implanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.